Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was administered oral antibiotics (date and duration not reported). The implanted device remains.